Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - glare/halos are a subjective perception of starbursts of light (light around or coming off objects/light sources). Usually more detectable at night time, but it can also be detected during daytime. Potential causes are: residual refractive errors, optical zone of the treatment/implant smaller than pre-operative pupil size in mesopic conditions, decentered treatment/implant, light from the iridotomy sites, etc. Usually the perception of glare is transient, only related to some lighting conditions and diminishes/disappears over a course of weeks/months. In some cases the perception may persist and be significant. If the patient is having significant disturbances and if the implant is the source of glare, it can be explanted through the same incision. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013, due to the patient experiencing glare/halos and blurred vision. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4).